Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h11. Corrected fields: g2. Componenet code.

Event description:
N/a.

Event description:
It was reported by getinge clinical trainer that during training class the cardiosave intra aortic balloon pump had a low vacuum alarm. There was no patient involvement and no injury reported.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6). A supplemental report will be submitted upon the completion of investigation.

Manufacturer narrative:
Updated fields: g6. Corrected fields g2.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion), h11. It was reported that during use in a demonstration, the cardiosave intra-aortic balloon pump (iabp) had a low vacuum alarm. There was no patient involvement and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they confirmed the issue and replaced the compressor (0119-00-0236) and mufflers (0103-00-0499). Device passed the performance and safety checks according to factory specifications.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. As per the latest update recieved from the field service engineer who attended this event, the aware date was changed. The correct aware date of this event is (B)(6) 2025. This is incorrectly submitted in the previous initial MDR (mfg report number- 2249723-2025-0004015). Please change in your database.

Event description:
N/a.

Manufacturer narrative:
Updated fields : b4, g3, g6, h2, h6 (health effect ¿ clinical code), h11 corrected fields: b3.